Event description:
Mandatory medwatch report received from user facility reporting an infiltration on a neonate: the report states: "baby had IV of d 12.5nss with 2meq calcium/100cc and 1.2 meq magnesium sulfate/100cc, infusing in dorsum of left hand at 11cc/hr. IV was found to be infiltrated approx 1 hr 50 min after mgso4 had been added to IV. Hand was found to be red, bruised and swollen on back of hand and up the arm. The bottom of the baby's fingers were also bruised. Infiltrated area was injected with wydase. Baby was discharged 6 days later and hand was healing. Parents report weeks later injury was deep - to tendons and extent of injury still unknown at this time. Pump did not beep as occluded." The customer was contacted. The customer contact states "the baby is currently in the healing process. To date, the extend of the injury is unknown. Skin grafting may be necessary in the future. The baby is receiving physical therapy at this time. The frequency or extend of physical therapy is unknown. Though requested, there was no add'l info available.